Event description:
The user received an erroneous calcium result for one pt plasma sample. All results are in mg per dl. The original result was 12.86. Per the lab protocol, the user automatically repeats any calcium results greater than 10, so the sample was repeated with results of 9.15 and 9.45. The sample was run in a sample cup with a result of 9.05. The user then deproteinized the probes and repeated the sample with a result of 9.46. The result of 9.15 was reported. The user declined a service visit. The investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Event description:
Boston scientific crm received info that this pt developed an infection and cellulitis around the device. The device was explanted, however, the right atrial (ra) and right ventricular (rv) leads remain implanted. There was no report of adverse pt effects due to the explant procedure.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The field service representative did not find an instrument issue and control recovery was acceptable. The most likely cause of the high calcium results was due to a pre-analytical issue. The centrifugation setting used by the customer may not correspond fully with the sample tube manufacturers' recommendations. The customer had been informed about the improper centrifugation setting but declined to increase the speed. The field service representative increased the rate of changing the sample probe, and no further similar events were observed by the customer.